Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection confirms that the lower jaw is bent. This complaint can be confirmed. The two probable root causes of this failure. One could be that the damage could have occurred during the sterilization process, where devices are placed in a tray and could potentially bounce around during the process and come in contact with other devices. Or this type of failure is potentially could occur when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually bend. A manufacturing record evaluation was performed on 9/11-2019 for the finished device 38092-160603 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the bottom jaw on their expressew iii suture passer without hook is cracked and bent. The sales rep confirmed that nothing broke off the device or in the patient. The procedure was completed with another suture passer with no patient harm or surgical delay to the case. The device will be returning for evaluation.